Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, failed battery test and battery out limit from the insulin pump. The customer's blood glucose was 515 mg/dl. The customer treated with the pump. The customer had symptoms such as nausea, excessive thirst, numb lips and tongue irritability, abdominal pain, dizziness and unbalance. The customer stated that he received a battery out limit alarm from the pump. The customer stated that there is an open circle on the pump. The customer stated that he also had dementia. The customer declined to troubleshoot for high blood glucose readings. The customer was advised to monitor the pump.